Event description:
The customer reported a burning smell from the instrument. Customer indicated that she developed headache from the odor but no medical intervention was required. Customer also indicated that fire department was called due to the burning smell. There was no report of injury due to this event.

Manufacturer narrative:
The technician unplugged the instrument and the burning smell was gone. Siemens field service engineer (fse) inspected the system and found out that chip on main board assembly was burned. Field service engineer replaced the burned parts. Instrument is operational.